Event description:
Account reports that the nurse had primed the set and was about to connect it to the patient's venous catheter, when she removed the sterile end protector and the connector came off. The luer lock connector separated from the set. No pt injury was caused as a result of this event.